Event description:
The customer reported that while the unit was in use on a pt, they observed that the unit's battery run time was short. They plugged the unit into the electrical outlet and continued therapy. No pt injury was reported.